Event description:
A nurse reported an intraocular lens (iol) implant was exchanged due to a patient experiencing blurry vision. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis, and the reported complaint could not be verified. Haptic and optic damage was observed; the optic is in two pieces; therefore, the optic is too damaged to conduct a lens bench verification for the resolution or the diopter. Blood and solution was observed on the returned product. The product investigation could not identify a root cause; however, the lens was damaged. Due to the presence of blood and surgical solution, the damage is potentially related to customer handling. There has been one other complaint reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire has not been received. (B)(4).